Event description:
It was reported that there was a failure upon installation on the safety disk for the cardiosave intra-aortic balloon pump (iabp) which failed the membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: tel - (B)(6). It was reported that there was a failure upon installation on the safety disk for the cardiosave intra-aortic balloon pump (iabp) which failed the membrane leak test. There was no patient involvement, and no adverse event reported. Installed new safety disk failed membrane leak test. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the safety disk into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision n. The nrc could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 5 mmhg. Factory specification is +/- 6mmhg. Sending the safety disk to sustaining engineering for failure analysis per procedure rev aj. Part number 0202-00-0140 is no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.